Event description:
It was reported that the customer received an unspecified power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Issue was resolved with pump charging normally again, no additional patient or event information was available.